Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. The device was returned to zoll medical corporation; the reported malfunction was observed and attributed to the lithium coin battery. The coin battery was replaced. The device was recertified and returned to the customer. Zoll medical corporation recommends replacement of the lithium battery on the system board every 5 years. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up and display blanks out. Complainant indicated that there was no patient involvement in the reported malfunction.